Manufacturer narrative:
On 15-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-aug-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The carto 3 system was displaying noise on all ecgs of the catheter and the smartablate generator was not displaying a temperature when the catheter was plugged into the patient interface unit (piu). The caller stated that the noise was also seen on the recording system. The caller replaced the cable without resolution. The catheter was replaced, and the issue was resolved. The carto 3 system and the smartablate generator are operating per specs. The procedure was continued. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, electrical and generator evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool smarttouch. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A generator test was performed on the catheter and it was found within specifications. No temperature malfunction was observed. A manufacturing record evaluation was performed for the finished device 30554834m number, and no internal action related to the complaint was found during the review. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The event described could not be confirmed as the as the device performed without any electrical issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The carto 3 system was displaying noise on all ecgs of the catheter and the smartablate generator was not displaying a temperature when the catheter was plugged into the patient interface unit (piu). The caller stated that the noise was also seen on the recording system. The caller replaced the cable without resolution. The catheter was replaced, and the issue was resolved. The carto 3 system and the smartablate generator are operating per specs. The procedure was continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Conservatively this will be reportable based on the minimal information available. The temperature issue is not MDR-reportable. However, the noise issue is MDR-reportable, conservatively, due to possible lack of monitoring of cardiac rhythm.